Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted. The device had minor scratches on the display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
Customer reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 200 mg/dl. Customer was at the river and she had the device enclosed in two plastic bags so it wouldn't get wet. Customer removed the device from the bag pressed act and it alarmed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.